Event description:
The patient is calling to report that the check button is not working correctly unless he presses it at a certain angle. No adverse event alleged. A request was made for the return of the device.